Manufacturer narrative:
The first, second and third balloons were implanted for 196 days, 175 days and 146 days, respectively, however the placement date of the deflated balloon is unknown. A potential root cause of the deflation could have been material fatigue resulting from low balloon pressure, however the actual root cause remains unknown. Deflation is a known risk; the frequency of balloon deflations to date has not exceeded the frequency identified in the labeling. Per the labeling "patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Patients should be evaluated by radiograph and endoscopic visualization might be required if the state of inflation cannot be determined radiographically. In the event of balloon deflation, the balloon should be removed as soon as possible."

Event description:
A single balloon was found to be no longer located in the patient's stomach during a scheduled endoscopic removal (B)(6) 2019 in a patient with a first balloon placement of (B)(6) 2018, second balloon placement of (B)(6) 2018, and a third balloon placement of (B)(6) 2018. The two balloons found in the stomach were successfully removed by endoscopy without complication and were returned to obalon for investigation. The patient did not report a new onset of symptoms to their prescribing physician or recall passing the balloon. Fluoroscopy images were obtained and the balloon was not observed to be located in the patient.

Manufacturer narrative:
The patient reported digestive issues and hemorrhoids occurred in (B)(6) 2018.